Event description:
Following intraocular lens implant surgery, the intraocular lens (iol) dislocated and one haptic wrapped around the iris. The iol was successfully recentered in 2005 and the pt has had an excellent outcome.